Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that her daughter was hospitalized due to high blood glucose. The customer's blood glucose was 591 mg/dl at the time of the incident. The customer's blood glucose was 402 mg/dl at the time of call. The customer's father stated that her daughter was admitted as an inpatient for medical treatment. The customer's father also reported that her daughter experienced dizziness and pain. The time of the hospitalization was 8:15pm and the date of the hospitalization was (B)(6) 2015. The customer's father stated that there were no air bubbles, leaks and the insulin was not expired during the troubleshooting. The customer's father stated that the cannula was bent on the previous infusion set. The customer's father was advised customer to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.